Event description:
It was reported on 3 october 2024 that the patient recently was implanted with a medtronic subcutaneous coil lead and upgraded to an [(B)(6) implantable cardioverter defibrillator (ICD)]. This coil was plugged into the svc coil port of the device and was implanted due to patient having high defibrillation threshold (dft). Since the upgrade on (B)(6) 2024, the patient received low high voltage (hv) impedance alert. It showed all shock vector impedance measurements were in range at approximately 30-40 ohms. However, for a vector in svc coil-to-can, the impedance had measured <10 ohms. The medtronic technical support was contacted and discussed that the low impedance was likely due to the recent implant needing healing. It was recommended to perform a dft testing to rule out any actual malfunction. Upon further discussion, the clinic mentioned that the patient had a post op hematoma which is being managed. This may be a factor for the low impedance reading in the svc-to-can reading. The clinic did not want to complete the dft test at this time and will continue to monitor the patient. There were no adverse consequences to the patient. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".